Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to release the stent in the hepatic portal region, the guide catheter stretched. However, the suture detached and the stent was able to be deployed to complete the procedure. It was confirmed that no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
It was reported the patient was over 18 years old. Component code 3038 relates to problem code 1069 for the reported event of guide catheter broken. The guide catheter was returned for evaluation, however the stent and push catheter were not returned. Visual evaluation of the guide catheter revealed it to be stretched at the proximal and distal ends and broken near the proximal end. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as patient tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.